Manufacturer narrative:
Result: bed exit zone control cable. Scale module.

Event description:
It was reported by service report that the scale module was broken. It was further reported that bed exit could not be set and that the scale screen displayed characters that could not be read and were unclear. No pt involvement or adverse consequences are reported.